Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the drive pressure transducer. The fse completed the full calibration. The unit passed all the functional and safety tests per factory specifications. The fse returned the unit to the customer and cleared the unit for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed "high pressure alarm" and when powered off and back on, they got maintenance codes 2 and 52. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h4, h6 (medical device - problem code, type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: d10, h6 (component codes) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the drive pressure transducer to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a